Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2; -17.00/3.5/096 (sphere/cylinder/axis) implantable collamer lens had torn while in a lioli-24 device. There was no patient contact. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.